Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a no delivery alarm. The customer's blood glucose level was 200 mg/dl. The customer completed troubleshooting and found that she was using an expired reservoir. The reservoir was occluded. The customer was advised to return the reservoir and she would receive replacements.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.